Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the past week, a surgeon experienced leakage of the cassette's collection bag due to a hole in it and complained of the vacuum being weak during the phacoemulsification phase of a cataract procedure. The procedure was completed and there was no harm to the patient. No additional information is expected. This is one of three reports from the same facility.

Manufacturer narrative:
Based on information reviewed following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).